Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was 242 mg/dl at the time of the power source alert issue. Bg level at time of the fluctuating battery gauge issue was not provided. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after continuing to charge the pump; however, the customer did not respond.